Event description:
It was reported that pump experienced repeated cartridge alarms, and whenever cartridge was inserted pump displayed cartridge replacement error despite use of multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Customer attempted to resolve issue by trying several cartridges without success, distributor confirmed pump could start, charge, and connect to computer with no malfunction recorded in history, and pump was scheduled to be returned while customer received replacement pump.